Event description:
It was reported that the dual carrier got detached when pulling back the extension from the pocket to the ear of the patient to tunnel the extensions. They tried to pull and push back the dual carrier both way but this was not possible and therefore, the surgeon had to do a small incision at the neck part to remove the dual carrier and extension that were blocked. The surgeon would like to have the tunneler examine to see if the tunneler was faulty or not. There were no special factors that may have led or contributed to the issue - normal surgery. Maybe the fact that the surgeon who did the tunneling was less experienced than the main surgeon per the manufacturer representative's (rep's) impression. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis b31030: analysis identified that the tunneling tool was broken at the threaded end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.